Event description:
The pump was returned for investigation. Investigation revealed damaged battery compartment threads and a display failure. This report is made based on results of investigation completed on 11/01/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/01/2013 with the following findings: the threads of the pump battery compartment were observed to be damaged, therefore the battery cap was difficult to affix to the pump and could not be properly secured. No evidence of moisture was observed in the battery compartment. The pump powered on properly with no power issues. Additionally the display screen appeared faded, discolored, and difficult to read. When replaced with a test display, the screen functioned properly. Unrelated to these issues, the keypad cover was peeling at the ok key.